Manufacturer narrative:
The camera head was not returned to the service center for evaluation. The cause of the reported event cannot be determined. The instruction manual states the following in the ¿3.6 functionality inspection of ancillary equipment connected to the camera head¿ section: turn on the camera control unit, the light source, and the monitor. Observe the palm of your hand in the wli and nbi endoscopic images. Confirm that the illumination light is emitted and that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. Shake the camera cable and confirm that the endoscopic image does not momentarily disappear, flicker, or display any other irregularities.

Event description:
The service center was informed that during an unspecified procedure, the camera head would lose its image every time the generator was activated. The camera head was replaced with a competitor¿s device and the intended procedure was completed. There was no patient injury reported.